Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic contact reported that following a power outage at the clinic there was a blood leak in the dialyzer. The blood leak occurred 1 hour and 40 minutes into treatment. The braun machine alarmed after the power outage. Blood test strips were not used in the event. The blood leak was noted as being an external blood leak, at the connection between the dial and venous line. There were no defects or damage seen to the dialyzer. The patient¿s estimated blood loss (ebl) was less than 50 cc. There was no patient injury, adverse events, or medical intervention required as a result of the reported event, however, the patient provider was notified and given vancomycin after treatment. The patient was able to complete treatment on the same machine with new supplies. The dialyzer was discarded.

Manufacturer narrative:
Additional information: upon further review, it was determined that the event reported was not a reportable event related to fresenius medical care products. The cause of the blood loss was attributed to a power failure on a non-fresenius hemodialysis machine. There was no serious injury, adverse event, or reportable malfunction related to the fresenius dialyzer. There will be no further updates.